Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not receiving communication from the servers. The field service engineer (fse) inspected the ports and discovered that the ethernet cable was connected to the wrong port. After reconnecting it to the correct port, communication with the pyxis was established. All system functions were verified as normal. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the staff noticed issue with ethernet port. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.